Manufacturer narrative:
Evaluation result: bumper channel.

Event description:
It was reported by service report that the stretcher was broken and had sharp edges. No patient involvement or adverse consequences are reported.